Event description:
Per the audiologist, the patient reported in early july 2007 that his cochlear implant system was functioning intermittently. Exchanging external equipment did not permanently resolve the problem. An integrity test was done by the cochlear implant center in the same month. The results were difficult to interpret. On two weeks later, cochlear staff reviewed the integrity test results and found that they were consistent with a receiver/stimulator malfunction. No info regarding explant/reimplant surgery plans has been made available.

Manufacturer narrative:
This type of event is addressed in the device labeling.